Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was a crack along the battery compartment. The returned battery cap threads were found to be damaged. The returned battery cap was not able to be fully secured to the pump due to the damaged cap threads and the battery compartment crack. A test battery cap was used to complete all testing. The pump was not able to be powered on. A leak test was performed and a display lens leak was found. Evidence of moisture was observed inside the battery compartment. The pump case was removed and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.